Event description:
Customer reported having a blood glucose level over 600 mg/dl the day before the call. Customer reported treating with a manual injection. Blood glucose level was 600 mg/dl at the time of the call. During a follow up call to complete troubleshooting, blood glucose level was 150 mg/dl. Troubleshooting showed that the insulin pump was functioning properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).